Event description:
It was reported that the pt underwent a revision surgery, due to re-positioning of the screws.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.